Manufacturer narrative:
The reported sensor (sn: (B)(6)) and reader (pn: ndge361-t1069) were returned for investigation. A visual inspection of the returned sensor patch was performed, and no abnormalities were observed. The reader was also visually inspected, and no issues were identified. Communication testing between the returned reader and sensor was performed and passed. Sensor data was extracted using an approved software, the sensor was found to be in sensor state 7 with event code 11/224/227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with lsa (late sensor attenuation) termination in which physiological issues from the user have degraded the sensor tail which can degrade readings. As a result, the sensor recognized this attenuation and terminated to protect the user from unreliable glucose values. Therefore, this issue is not confirmed due to late sensor attenuation (lsa). An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the reported libre sensor, sensor kit and libre reader were reviewed, and the dhrs indicated the libre sensor, sensor kit and libre passed all tests prior to release.

Event description:
A signal loss error message was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat. They were taken to the hospital via ambulance, where a healthcare professional (hcp) measured a glucose value "20" from the customer. The customer was provided glucose tablets as treatment. There was no report of death or permanent impairment associated with this event.